Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a confirmed overheating occurring in the controller's motherboard due to a q3 irf7471power mosfet that was overheating. Additionally, the lack of an audible alarm sounding off when the controller was inadvertently disconnected was traced back to the internal nimh (batt+) cell failing. The overheating is most likely due to a leakage in the internal diode. The controller not activating the no power alarm was most likely due to the internal nimh (batt+) cell that has failed. The confirmed malfunctions are related to the reported events. The manufacturer has opened an internal investigation to evaluate issues dealing with the failing nimh batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Do not operate the controller in temperatures less than -20°c (-4°f) or greater than 50°c (122°f) or the controller may fail. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
Patient reported during routine control that she accidentally disconnected both power sources at once without any alarms. Furthermore she reported that the controller get very hot. We checked the controller and measured a temperature above 50°c/122°f. Degree the patient does not have any prior issues making connections with the controller, nor has the controller been dropped. The patient tolerated the loss of power and the controller exchanged with no problem and the issue was resolved with the controller exchanged. Investigation is ongoing.